Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has requested for the endowrist stapler 45 instrument and reload(s) to be returned for evaluation. However, as of the date of this report, isi has not received the instrument or reload, and no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A system or instrument logs review cannot be conducted for the reported event. The last time logs were recorded was 16-mar-2022. The da vinci-assisted surgical procedure in question was performed on 11-may-2022. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted donor hepatectomy procedure, the reload blade only cut halfway during the first fire of an endowrist stapler 45 instrument. The surgeon used another unspecified instrument to open the endowrist 45 stapler instrument. A backup stapler instrument was then used to finish the case. It is unclear if there was any unapproximated tissue as a result of the stapling issue. In addition, if is unknown if the surgeon had to perform any medical intervention due to the stapling issue. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy procedure, the reload blade only cut halfway during the first fire of the endowrist stapler 45 instrument. The surgeon used another unspecified instrument to open the jaws of the endowrist 45 stapler instrument. A backup stapler instrument was then used to finish the case. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please refer to the annex codes for information related to the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h3, and h10 device evaluation information can be found in section h10 on (B)(6)2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis (fa) of endowrist stapler 45 instrument (part #470443-03, lot #t10200701-0005): the instrument was found to have a firing failure based on log review. The failure could not be replicated during in-house testing due to additional damage observed during inspection. The root cause for the firing failure is not determinable. Per a review of the stapler logs by the fa technician, this instrument was found to have 1 partial fire involving a white stapler reload (used on (B)(6) 2022). The logs show that this instrument was last used on (B)(6)2022, however, the event date provided by the customer is (B)(6)2022. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end and was unable to engage properly with the in-house system as a result. No pieces were missing. Other cables were not damaged. The housing was removed from the back end and no damage was observed. The root cause for the broken grip cable is typically attributed to a component failure. The clamp cardan was found to be dislodged on the joint assembly at the distal end. There were no signs of holes or breakage observed on the cardan. The root cause is typically attributed to mishandling/misuse.